Manufacturer narrative:
Information was not provided, but will be requested no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-00356. It was reported that the patient was found down at living facility on (B)(6)2020. Patient was a do-not-resuscitate (dnr) and was declared dead at living facility. The log file analysis showed persistent power cable disconnected events on (B)(6) 2020 from only having the black power lead connected. Continuous low flow events started on (B)(6) 2020 and continued for the remainder of the log file until the driveline was disconnected on 15jan2020 when the log file ended.

Manufacturer narrative:
Section d4 & h4: multiple attempts for device serial number were made, however no response was ever received. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 22 days of data (24dec2019 ¿ 15jan2020 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with power source exchanges on 07jan2020 from 17:18:24 until 18:37:35 due to the rsoc voltage level on the white power lead dropping to approximately 0v. The atypical alarms occurred while connected to 14v batteries and while connected to the power module. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information (including if the cause of the atypical power cable disconnect alarms was identified, if any equipment would be returned for evaluation, and the serial number of the system controller); however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.